Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgical intervention occurred wherein the physician attempted to reposition the lead to improve coverage but adequate relief was not successful. The system was explanted to address the issue.